Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous anterior tibial artery. A 4mm x 20mm coyote es mr was then advanced to the lesion. The balloon was inflated the first and second time to 10atms; however, upon the 3rd inflation, the balloon ruptured at 10atms. The device was successfully removed from the patient. The procedure was completed with another of the same device. No complications were reported and patient's condition is stable.